Event description:
5/91, lumbar laminectomy and insertion of plates and iliac bone graft. 6/91, wound infection after lumbar laminectomy and fusion. 2/92, removal of plates and screw. Results: chronic back pain syndrome, neck pain, perineal neuropathy and rsd in left leg and foot, impotence, and major depression. Disabled as of 5/5/92. Rptr had 5 sympathetic nerve blocks. Being considered for dorsal column stimulation implantation.